Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during an endovascular aortic aneurysm repair procedure [evar], the catheter tip detached within the patient's iliac artery. The physician had acquired retrograde femoral artery access. During catheter manipulations within a tortuous and small vascular anatomy without a guide wire, the catheter tip detached. The physician retrieved the catheter tip from the patient's common iliac artery. An additional catheter was used to finish the procedure.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.